Manufacturer narrative:
Block a1 - a4: no patient information received as this considered confidential. Background: on april 28th, 2017, breas medical ab ("breas") received information that a vivo 50 ventilator had been involved in an incident in a facility managed by (B)(6), (B)(6). Breas immediately sent copies of incident questionnaire and customer contact report forms to (B)(6) and requested that the device be quarantined. In addition, breas requested (B)(6) not to troubleshoot or reboot the device. Several pictures of the device were also taken. On (B)(6), (B)(6) returned the customer contact report form, in which the "description of fault/problem" section reads "(B)(6) 2017 resident was on the vivo 50 on CPAP 5 ps 8 30%. When resident was observed unresponsive alarm history was looked through and there were no apnea or low tidal volumes alrming" and the detailed description of the problem section reads "on (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911. As writer was going through the alarm history writer did not notice any apnea or low tidal volume. When a resident is on the vent on a spontaneous mode shouldn't either one of the alarms go off?" (B)(6) did not respond to the question of "did death or serious injury occur as a result of the event?" And responded with n/a to the question of "was there any injury to the patient?" This report identified the serial number of the device as (B)(6). On may 8th, breas requested that the logfiles of the device involved in the incident be downloaded and sent to breas. On may 19th, breas's representative visited (B)(6) and downloaded the logfiles. When the logfiles were examined, it was discovered that the device had not been used since (B)(6) 2017. On may 23rd, (B)(6) informed breas that the correct serial number is (B)(6) and was instructed to ship the device to breas for investigation. Between may 23rd and october 4th, multiple requests were made to (B)(6) regarding whether the device had been shipped to breas. However, no response was received in any of the requests. On october 5, 2017, breas's representative contacted (B)(6) at (B)(6) and requested that the device be shipped to breas. The device was shipped on that day. The device l280083 was sold in july 2014 and passed final test at the factory on july9th 2017. Investigation: the device was sent to breas at foretagsvagen 1, molnlycke se-43533, sweden, and arrived on october 13th, 2017. The device was first sent to human design medical, llc at 750 harris street, suites 104-105, charlottesville, va 22903, USA ("hdm," a breas affiliate) where it was forwarded to breas in sweden for investigation. When the device arrived at hdm on october 11th, it was observed that the device was insufficiently packed (see pictures). The original package was placed in a better shipping box and filled up with bubble wraps by hdm before it was sent to breas at sweden. On october 13th, breas started the examination of the device. The logfiles were extracted from the device and reviewed in pc software, version 3.3.0.14. The review shows that the logfiles were deleted on (B)(6) 2017, during which time breas did not have access to the device. The logfile did also show that the device had been used between (B)(6) to (B)(6) without any abnormal entries. The device seems to be working as it should. Breas has received an email dated 2017-04-28 with pictures of a devices settings and alarm list. These pictures have no serial number on them, but when the device on the picture is compared with the device received there as similarities with them that it was confirmed that the device returned from (B)(6) is the one involved in the incident. According to the pictures, the device was in psv mode and has been giving alarm. It is difficult to conduct a proper analysis of the data shown in the pictures because more information in the logfiles are needed to draw a proper conclusion. The device arrived with a click-on battery attached. Inspection of the device showed that the device is in generally good shape, except that there was a crack in the front display and the cooling air filter was very dusty. The crack in the front display is not present in the pictures taken on april 28, 2017. The device was started, and it sounded like it should and started ventilating. The alarm setting was set to 8 out of 9. The device was system tested at breas on october 16th, 2017, and was within specification and received an approved result. The device was dissembled according to the investigation procedures and no issues were find in the visual inspection. Cause: the fault tracing of the device cannot establish any hardware or software failure on the device. Due to that the logfile has been deleted, the investigation is inconclusive with respect to the incident in question. Conclusion and actions: there is no increasing failure trend for the use error of vivo 50 ventilators. It was not possible to re-create the failure on the returned device. There has been no confirmed patient injury reported as a result of the incident. The risk mitigations currently in place are therefore considered effective to maintain the final risk level at the technical alarp (as low as reasonably practical) without taken any economic aspects into considerations. Based on the information provided, the existing mitigations are found effective. The report confirms that any patient involved did not suffer any serious injury. We will continue to track and trend the issue according to the procedures of our quality management system. No further actions are planned at this time.

Event description:
On (B)(6), (B)(6) returned the customer contact report form, in which the "description of fault/problem" section reads "(B)(6) 2017 resident was on the vivo 50 on CPAP 5 ps 8 30%. When resident was observed unresponsive alarm history was looked through and there were no apnea or low tidal volumes alarming" and the detailed description of the problem section reads "on (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911. As writer was going through the alarm history writer did not notice any apnea or low tidal volume. When a resident is on the vent on a spontaneous mode shouldn't either one of the alarms go off?" (B)(6) did not respond to the question of "did death or serious injury occur as a result of the event?" And responded with n/a to the question of "was there any injury to the patient?" This report identified the serial number of the device as (B)(6). On (B)(6), (B)(6) informed breas that the correct serial number is (B)(6) and was instructed to ship the device to breas for investigation.

Manufacturer narrative:
No patient information received as this considered confidential. 2017-06-22: breas sales representative visits the heath care center and downloaded the patient log file from vivo 50, serial number (B)(6). When the log file was reviewed, it was observed that this device has not been used during the reported incident. The health care center was contacted and breas was informed that the device linked to the vivo 50 incident is serial number (B)(6) not serial number (B)(6) as reported earlier. Several attempts have been made to get access to the device and log files for vivo 50 serial number (B)(6). No new information about the device or the patient status has been received, the report has been updated with correct serial number (B)(6) and corresponding manufacturing date. Not evaluated reason: device not returned to manufacturer.

Event description:
On (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911.

Event description:
On (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911.

Manufacturer narrative:
Block a1 - a4: no patient information received as this considered confidential. (B)(6) 2017: breas sales representative visit the heath care center and downloaded the patient log file from vivo 50 serial number (B)(6). When the log file was reviewed, it was observed that this device has not been used during the reported incident. The health care center was contacted and breas was informed that the device linked to the vivo 50 incident is serial number (B)(6) not serial number (B)(6) as reported earlier. Several attempts have been made to get access to the device and log files for vivo 50 serial number (B)(6). No new information about the device or the patient status has been received, the report has been updated with correct serial number (B)(6) and corresponding manufacturing date. 2017-07-20 breas medical ab has not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Manufacturer narrative:
Block a1 - a4: no patient information received as this considered confidential. (B)(6) 2017: breas sales representative visit the heath care center and downloaded the patient log file from vivo 50 serial number (B)(6). When the log file was reviewed, it was observed that this device has not been used during the reported incident. The health care center was contacted and breas was informed that the device linked to the vivo 50 incident is serial number (B)(6) not serial number (B)(6) as reported earlier. Several attempts have been made to get access to the device and log files for vivo 50 serial number (B)(6). No new information about the device or the patient status has been received, the report has been updated with correct serial number (B)(6) and corresponding manufacturing date. 2017-07-20 breas medical ab has not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. 2017-08-18 breas medical ab has still not been granted access to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
On (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911.

Manufacturer narrative:
Block a1 - a4: no patient information received as this considered confidential. (B)(6) 2017: breas sales representative visit the heath care center and downloaded the patient log file from vivo 50 serial number (B)(6). When the log file was reviewed, it was observed that this device has not been used during the reported incident. The health care center was contacted and breas was informed that the device linked to the vivo 50 incident is serial number (B)(6) not serial number (B)(6) as reported earlier. Several attempts have been made to get access to the device and log files for vivo 50 serial number (B)(6). No new information about the device or the patient status has been received, the report has been updated with correct serial number (B)(6) and corresponding manufacturing date. 2017-07-20 breas medical ab has not been granted to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. 2017-08-18 breas medical ab has still not been granted access to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly. 2017-09-22: breas medical ab has still not been granted access to the device or log file for further investigation in spite of repeated attempts done by breas. Once breas receives the log files investigation will be performed and the MDR will be updated accordingly.

Event description:
On (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911.

Manufacturer narrative:
No patient information received as this considered confidential.

Event description:
On (B)(6) 2017 resident was observed to be unresponsive and ended up going to the hospital via 911.